Manufacturer narrative:
Since no serial number was provided for the subject device, no further investigation can be performed. It is unknown whether the patient has sensitive skin or a history of reaction to adhesive. Irhythm was unable to follow up with the patient as no contact information was provided; therefore, no additional information is available. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
On february 7, 2025, irhythm became aware of a medwatch report (mw5165294), which stated that a patient exhibited signs of skin irritation allegedly caused by the zio xt. According to the report, the patient experienced bright red discoloration, burning, and itching within the first 4 minutes of application. Additionally, the patient developed shortness of breath. After removing the device, a prominent red mark appeared, accompanied by a blood blister, tenderness, and dryness. The patient reports taking b12 vitamin, a multivitamin and vitamin c as treatment. No further details were provided.